Manufacturer narrative:
(B)(4). Having an open clamp on an unused line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was an open clamp on an unused line. The technical service representative assisted the patient in power cycling the device and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.